Event description:
Additional information received from a healthcare professional who indicated the metal tip was broken inside the patient¿s eye during the cataract procedure but it was inside the rubber sleeve, therefore all the parts were removed. The procedure was done under a microscope, hence the surgeon took extra time at the end of the case to make sure everything was removed and there was no metal shears.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The photos provided were reviewed by the manufacturing site. The seven photos are of a broken phaco tip, broken area close up of phaco wall and machine settings. The reported phaco broken/cracked with uneven wall thickness product complaint was confirmed. The phaco tip to handpiece interface issue could not be confirmed. The attached photos confirmed the reported issue and confirms the uneven wall thickness. The reason for breakage is due to an uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phaco tips. The reported event of phaco tip to handpiece interface issue cannot be confirmed because a sample was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. An investigation photo of the returned broken phaco tip has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. Operators control both the part concentricity and inside/outside diameter of the cannula to insure the wall thickness is manufactured to specification. The exact root cause for the phaco tip to handpiece interface is unknown, therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a phacoemulsification (phaco) tip became loose on several occasions, it was manually retightened by the scrub technician after being prompted by an advisory code, then it broke during a lensx assisted cataract procedure. All the broken phaco tip fragments were contained within the irrigation sleeve. The phaco tip was replaced and the procedure was completed. There was no patient harm reported.